Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported dropping his insulin pump and now the screen is blank. Customer replaced the battery and the display returned. Customer's blood glucose is 181 mg/dl. Customer dropped the device on the carpet. He uses (B)(6) batteries. The battery compartment, cap, and contacts are not damaged or corroded. Inserting a new battery in the device resolved the issue. A replacement battery cap was sent. Customer was advised to monitor the device. Nothing further reported.